Event description:
New information received notes that the atrial or ventricular arrhythmia sustained by the patient was not related to the implant procedure of the patient's pacemaker system. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient experienced atrial or ventricular arrhythmia possibly related to the implant procedure. Programming change was made.